Event description:
It was reported that there was a shocking or jolting sensation. Patient was scheduled for an appointment with their healthcare professional (hcp) on (B)(6) 2013. Patient wanted stimulation turned down. It was noted that the stimulation had given him a good zap. Stimulation was confirmed to be on. Patient turns stimulation down at night to 2.8 because he was feeling zapping when he lied down. Patient wanted the device set at 3.6 but could not because of the shocking. It was noted that this had been happening since the patient left the hospital at implant which was (B)(6) 2013. The patient decreased stimulation to 3.0 and the shocking stopped but the patient was not getting good therapy. Patient worked and needed to be able to turn stimulation up higher. Patient had been in the hospital for four days starting on (B)(6) 2013 but it was unrelated to the device and the patient had been sick. It was later reported that the shocking or zapping occurs when the stimulation comes on and when the stimulation was too strong. Patient was at 3.70 stimulation and was lowered to 3.50 and this was comfortable. It was noted that this action resolved the reported issue. Additional information received reported the patient had received assistance from their hcp or manufacturing representative and the patient¿s concerns were resolved. Patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).